Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi-500-01605, version #: 4.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system could not move the gantry backward and lateral. The site stated that they could not move the gantry in all designated positions. They have problems with lateral and backward movements. The manufacturer representative went to the site and the systems works normally. The system was unable to move at certain position, due to the collision warning. No patient was present at the time of the event. The site was able to move the gantry automatically. The site stated that they could not move the gantry backwards, and lateral. But when the manufacturer representative (rep) visited the site, the gantry was in docking position. The rep understood that they had the collision warning and due to this warning they were not allowed to move the gantry in some positions. They considered that this meant that there was a problem with the device. Collision warning was due to the positioning of the device. When the rep visited the site, there was no problem with the movement of the gantry observed. The site was able to move it automatically. All the automatic movements were possible if the gantry was not in collision position.